Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, around 11:30 am, the patient reported getting a cgm reading of 400 mg/dl sometime after the sensor was placed. There was no mention whether she had symptoms. There was no bg provided, the patient did not have a glucometer at that time. As treatment for her high cgm, the patient administered herself insulin. By 12:00 pm, the patient said she had passed out and someone called 911. When the paramedics arrived, the patient said that she was barely conscious. She heard that the bg reading was 46 mg/dl, there was no cgm provided. The paramedics treated the patient with glucose and was taken to the hospital. The patient was already conscious when she arrived at the hospital around 12:30 pm. The patient was unable to recall any cgm or bg values taken at the hospital. The patient was only given a sandwich and orange juice. There were no other medication given. The patient stayed at the hospital for less than 24 hours and was discharged by 7:30 pm. At the time of the call, the patient said that she is feeling much better. The patient still has the same sensor on and the current cgm reading was 186 mg/dl. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.